Event description:
To whom it may concern, I am submitting this formal complaint regarding the company mighty bliss and their failure to comply with the FDA recall requirements for their products. Despite the official recall notice, the company has been consistently evasive and uncooperative in addressing the issue. I attempted to register my amazon order through the link provided by the company to process the recall, but the link is non-functional. Mighty bliss claims that it his registration must be done. This has made it impossible for me to submit my purchase details or receive any resolution. I have my amazon receipt, but despite repeated attempts to follow the process outlined by mighty bliss, the company continues to avoid taking responsibility. I also want to report that I experienced mild burns from using the unit at one point, which, unfortunately, did not come as a surprise once I learned of the recall. This further emphasizes the urgency and seriousness of the situation, as the defective device could pose a safety risk to other consumers. Their failure to provide a functioning process for the recall, coupled with their lack of transparency, suggests they are not taking the recall seriously. I believe this poses a significant concern for consumer safety and violates the principles of a proper recall process. I urge the FDA to investigate this matter and ensure that mighty bliss is held accountable for their actions. Consumers deserve transparency and resolution when a recall is issued, and this company's handling of the situation has been far below acceptable standards. Thank you for your attention to this matter. Sincerely, (B)(6).